Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 43 fractured. Construction was an implant retained removable prosthesis. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant.

Event description:
Implant fracture.